Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. A new atrial lead was implanted without further incident, and no adverse pt effects were reported. The event will be re-evaluated if add'l info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this lead was exhibiting no capture despite maximum device outputs (no measurements were provided). Repositioning of the lead was unsuccessful and the lead could not be moved. Therefore, the lead was surgically abandoned (capped) and a new atrial lead was implanted without further incident. No adverse pt effects were reported. The lead was actively implanted for approx 10 years, 8 months.